Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited current drain that was out of manufacturer's specification, testing performed by the facility. It was advised that the epg be returned for service. There was no patient involvement.